Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age, sex, weight and ethnicity and race were not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal blister cushions assorted 5 CT USA). This report is for (compeed blisters unspecified EU). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal blister cushions assorted 5 CT USA 381371175499). This report is for unknown compeed blisters unspecified EU. Upc#, lot# and UDI # is not available device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal blister cushions assorted 5 CT USA). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) military infirmary nursing officer reported that a compeed blister patch unspecified was used to treat a wound on an arch of the foot of a (B)(6) army soldier. The patient presented with deep skin ulcers. Upon follow-up information, it was reported that compeed blister patch has been placed on a redness, which was considered a beginning of a blister. The dressing was not removed for 5 days, during which tissue necrosis occurred. The application site required a skin graft for treatment.